Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary stenting treatment procedure a stent was unable to cross the lesion. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous 3.5 x 26mm, >45 and <90 bent and eccentric de novo mid left circumflex artery. The lesion was predilated with an unspecified semi complaint balloon with 60% stenosis noted. The 3.5 x 28mm promus element mr stent delivery system was advanced through a non bsc guide catheter and over an unspecified floppy guide wire, but was unable to cross the lesion. The procedure was completed with a 3.5 x 28mm unspecified stent. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination of the device noted stent damage. Struts at the proximal and distal edge were raised and misaligned. No kinks or damage were noticed along the shaft of the device. The tip of the device was also severely stretched in length. The balloon section of the device were visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).